Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. Additional actions to prevent this failure from occurring are underway.

Event description:
The customer reported the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. The philips field service engineer performed a system inspection and determined that the bushing was out of place preventing a proper lock. The loose bushing was reseated and secured to correct the issue. The system has been returned to service at the facility.